Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with a guide catheter. The guide catheter was appeared to have been cut and was held together by the internal braiding of the catheter. A visual and microscopic examination found that the stent had detached from the device and was not returned and was not in the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the profile of the hypotube. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 28x2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged from the delivery system inside the guide catheter. The devices were then removed together as a unit from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 28x2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged from the delivery system inside the guide catheter. The devices were then removed together as a unit from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.